Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen shut off without any warning even after battery cap replacement. Customer's blood glucose was unknown. Insulin pump was not exposed to extreme temperatures or moisture and was not dropped or damaged. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on all electronic assemblies noted. Unable to perform insulin pump self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents meas. Due to blank display. Unable to verify off no power anomalies, battery type anomalies and screen type anomalies due to blank display. Corrosion on motor assembly noted. Minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.